Manufacturer narrative:
This is default text configured for block h10.

Event description:
Hole near the mouthpiece and the medication is not coming completely from the mouthpiece however some amount of medication is coming out from the hole too [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 16-jun-2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, lot number: a126018, expiry date: oct-2027) (frequency, and dose not reported) via inhalation use for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient received the sealed medication box from a pharmacy on (B)(6) 2026. On an unknown date in 2026, while using the medication, the patient observed a hole near the mouthpiece, and the medication was not coming completely from the mouthpiece; however, some amount of medication was coming out from the hole as well. Further, the patient confirmed that all instructions for use provided in the pi were followed, and all cleaning instructions provided in the pi were also followed. Last action taken with albuterol in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).